Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse with vaginal vault prolapse, cuff descent with minimal cystocele, first-second degree rectocele, and significant enterocele. It was reported that the patient underwent the concurrent procedures of a colposacropexy, moschowitz enterocele repair, uterosacral ligament ligation and rectocele repair with elevate. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02095 and medwatch 2210968-2013-02096. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that after insertion the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-02095 and medwatch 2210968-2013-02096. The same patient is represented in each medwatch.